Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the deployment starting point was at the bottom of the pigtail catheter. Following the dislodgement, moderate paravalvular leak (pvl) was observed.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was implanted at the intended position and dislodged upon release.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012867008); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted surgical aortic valve, the valve dislodged due to the patient's tortuous anatomy. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc was -3 mm, and the implant depth on the lcc was 5 mm. Additionally, paravalvular leak (pvl) of unspecified severity was observed as a result of the dislodgement. Subsequently, a second transcatheter valve was implanted valve-in-valve. Per the physician, the depth of implant contributed to the dislodge. It was noted that a 1 hour procedural delay occurred as a result of the dislodge.